Event description:
During follow-up for drain complications encountered during treatment on the liberty select cycler on (B)(6) 2026, it was reported that this patient was completing manual exchanges since (B)(6) 2026 due to issues with the pd catheter. Additionally, it was reported that the patient was in the hospital due to an unknown infection. No information pertaining to the infection was provided. It was not documented that the infection was pd related. Follow-up with the listed pd clinic documented that the patient had been discharged from that facility in (B)(6) 2025 due to the patient transitioning to hemodialysis. The clinic did not have any additional information and gave the name of a possible hd clinic, however; it was confirmed the patient was not at that clinic. Attempts to contact the patient were unsuccessful. There is no additional information pertaining to the report of an unknown infection. There is no indication of a serious injury, patient death, or other adverse event related to a (B)(6) product or other issue warranting further investigation. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".